Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this during a routine follow up, this pacemaker was found to be in safety mode. At this point, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this during a routine follow up, this pacemaker was found to be in safety mode. This device was successfully replaced. No additional adverse patient effects were reported. Device is not expected to be return as it might have been disposed at the clinic according to sales representative.